Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the patient requesting troubleshooting assistance. The patient could not connect the patient mobile monitor (pmm) to the icm device. Ts referred the patient to follow up with their healthcare facility (hcf). The hcf saw the patient for a device check. The hcf attempted to connect the pmm and icm multiple times but failed. The hcf scheduled and explant procedure to replace the device. Additional information from the boston scientific representative provided the icm device could not be woke up using the pmm or the clinic mobile monitor (cmm). The icm device would not connect to any device to be interrogated. Subsequently the icm device was explanted and replaced with another boston scientific icm device without issue. The boston scientific representative provides the icm device will be returned for analysis. The hcf provides there were no adverse patient effects.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific technical services (ts) received a call from the patient requesting troubleshooting assistance. The patient could not connect the patient mobile monitor (pmm) to the icm device. Ts referred the patient to follow up with their healthcare facility (hcf). The hcf saw the patient for a device check. The hcf attempted to connect the pmm and icm multiple times but failed. The hcf scheduled and explant procedure to replace the device. Additional information from the boston scientific representative provided the icm device could not be woke up using the pmm or the clinic mobile monitor (cmm). The icm device would not connect to any device to be interrogated. Subsequently the icm device was explanted and replaced with another boston scientific icm device without issue. The device has been returned for analysis. The hcf provided there were no adverse patient effects.

Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters in the battery, which creates electrical shorting. As a result, evaluation conclusion code "cause traced to device design" was selected.